Manufacturer narrative:
Other applicable components are : product ID: 748266, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Other relevant device(s) are: product ID: 748266, serial/lot #:(B)(4), ubd: 22-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that during a normal elective replacement indicator (eri) battery change, impedance on case and 0 was showing high at 3000 ohms. The cause of the high impedances was unknown. Impedances were normal prior to surgery. The adaptor was replaced but that did not seem to fix the issue. Stimulation was run through contact 0 for 10 min still did not resolve open circuit on contact 0. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.